Manufacturer narrative:
(B)(4). Date sent: 06/27/2025 d4: batch #174d28 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60d reload was received with no apparent damage, with an opened package, and fully fired with the deck damaged. Also, the device was not received for analysis. No functional test could be performed due to the condition of the reload. Unable to investigate the reported event since the device was not returned and the reload was received fully fired. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device gst60d with lot number 234d00; and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 174d28, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device could not be fired. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.